Event description:
The handpiece was returned to the manufacturer for service, and during the investigation the device continued to run on its own. There was no patient involvement during this event. This did not occur during a surgical procedure. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for service and evaluation. During the investigation a run-on condition was found and then reported. Based on the investigation details, the cause was a malfunctioning motor due to damaged sockets, which is likely from numerous autoclave cycles. The motor assembly was replaced along with other components.